Manufacturer narrative:
A ge service representative performed and onsite investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported the system would not save images to the correct pt when transferring to pacs. No pt injury was reported.